Event description:
Home pt reports pt line of homechoice set became disconnected during dwell 3/5 of apd treatment. Hp reports that subsequently reconnected self with this line. Baxter tech assisted hp in ending treatment and restarting with new supplies. Rn reports hp was prophylactically treated with 1 gm vancomycin ip, and had a transfer set change the following day at unit. Rn reports hp was admitted into hosp for peritonitis and was released after 5 days. Rn did not know if hp was treated while in hosp. Rn reports hp was treated with 2gm vancomycin ip on day of discharge, and again with same dosage 3 days later at unit. Rn reports culture was drawn on 3rd day of hospitalization. Rn could not confirm, nor rule out, a direct relationship between the diagnosis of peritonitis and incident. Rn reports hp has responded to treatment.